Event description:
It was reported by repair work order that the customer alleged that the cot had freight damage. Upon inspection of the unit by the service technician, it was identified that the foot end lift bars were bent and broken.